Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they haven't used the device for a couple years because of another problem with his heart. Patient stated when the stimulator battery went dead the pain under the heart went away. Patient said they needed the device but it wasn't doing any good. Agent asked when the device stopped working and patient said about 2 years ago. Patient mentioned they were driving a tour bus and the battery went dead and after that the pain stopped. Patient put the device on off mode and never used it after that. Patient now needs an MRI of his stomach and the nurse wouldn't do it unless they could get to the device. Agent reviewed can attempt to charge and put self in MRI mode to show MRI status. The patient was redirected to their healthcare provider to further address the issue. Pt was going to charge and call back. Patient called back because they were concerned their controller wasn't charging correctly. Patient repeated previously docum ented information; hadn't been using the ins and their battery had been off for a long time. Patient was trying to get their external equipment and ins recharged. Patient stated the controller was stuck at 30% and would not increment further while plugged to ac po wer. Agent asked, patient confirmed the green light on the controller had been flashing, but they couldn't recall if 'recharging' appeared under the controller battery level. Agent realized the patient had disconnected the controller because they had to plug the controller back to ac power in order to check for 'recharging' message. Once patient reconnected the controller to ac power, they saw the controller battery had increased to 70%, the green light was flashing, and 'recharging' displayed below - ins charge was at 30%. Agent explained all appeared to be functioning as intended, and reviewed info about charging of the controller and corresponding battery indicator light; advised to leave the controller plugged in until the green light is solid. Patient will call back if they require further assistance. Agent closed case.